Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading that was out of range. The wife felt that the insulin pump was not functioning properly. The wife stated that the customer did not change the infusion set that day, as it was only one day old. Troubleshooting was performed, and the insulin pump did not have the correct time and date. Assisted with the correct programming. Also, found multiple no delivery and other error alarms in the alarm history. Explained the no delivery alarms to the customer's wife. She stated that she would monitor the customer's blood glucose levels, and call back if further assistance was needed.